Event description:
Please see event description below for more details: it was reported that the patient presented to the hospital for a scheduled pulse generator change procedure and replacement of a non-functional his lead. The most recent device interrogation in (B)(6) 2025 showed the patient required biv pacing with his pacing at 99%. The his lead required very high output to capture at all. The physician then elected to implant a left bundle branch (lbb) pacing lead instead. The his lead was successfully capped and replaced. The patient tolerated the procedure well and left the electrophysiology lab in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).